Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was missing the flow direction label. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the lower portion of the direction of flow label missing. The case shimming will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was missing the flow label. No additional information is available.